Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was further described as a touch contamination. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (2 gm loading dose then 1 gm every five days, discontinued 15 days later), ip fortaz (1 gm, discontinued the following day, frequency not reported). Two days after event onset, the patient was treated with cefazolin (20 mg per kg for 14 days, frequency and route not reported). Dianeal therapy was ongoing. The patient was recovered from the event 15 days after event onset. On an unreported date, two months after event onset, the patient was retrained on the proper aseptic technique. No additional information is available.